Event description:
It was reported that during a total knee arthroplasty (tka) procedure, the posterior condyle cuts on the robotic-assisted solution satellite station device were found to be 4mm off. The device was utilized together with the robotic assisted base station device. The arrays were double checked. There were no delays to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device log files were reviewed for this event, and it was determined that the reported issue of ¿cuts were 4mm off¿ was confirmed. The investigation found that the most probable root cause of the issue is a combination of array movement during the posterior chamfer cut step. The verify check point was able to pass before the femoral cuts, but was unable to pass after the event occurred, confirming that bone arrays have moved. The investigation found that there is a sharp movement of leg during posterior chamfer cut step after the medial side of the cut had been completed. Once the user completed the lateral cut and measures the resected surfaces, the lateral side appears accurate while the medial side shows as being off 1.4mm. This is due to the array movement event occurring between the cuts. As the array movement even occurred before the posterior cut step, the posterior measurements with the pointer tool appear to be accurate. However, as a result of the array movement any cuts performed after the event would be inaccurate. This includes the posterior and anterior chamfer cuts and the recut of the distal, posterior, and anterior cuts. The user tries to repeat the verify checkpoint after the some of the recuts and is unable to pass the check step. 4.0mm shift. While the exact cause of the array movement cannot be established, array movement is generally caused by the arrays not being securely attached. Please ensure the array is properly secured during the procedure to avoid array movement. If the verify checkpoint step cannot be completed, please do not continue the operation. Adjustments are not permitted after the first bone resection: if bone array movement occurs the reference frame becomes inaccurate. The robotic-assisted procedure must be aborted, and the procedure must be completed using conventional manual instruments (see appendix 1: ¿system troubleshooting¿). Use ¿verify checkpoint via toolbox¿ to confirm that the bone arrays have not moved. The investigation found evidence of excessive leg/robot movement during cut steps. During operation the robot moves rapidly. Robot movement is generally caused by the system not being properly mounted to the bedrail. The patient¿s leg must be stabilized during resections. The surgeon¿s preferred leg holder may be used to stabilize the leg if it does not inhibit the function of the velys¿ robotic-assisted solution. Prior to each resection, ensure the leg is stabilized in the desired position. The instructions for use (IFU) outlines: any large leg/robot movement will require a rapid adjustment by the robotic-assisted device and can potentially introduce inaccuracy. The investigation found that the distal landmarks are on the edge of the point cloud. It is likely to mean that there is a more distal point for both landmarks. This could impact the amount of bone resected, leading to more material being cut off and a larger gap in the knee. The investigation found that the anterior cortex line acquisition on one case was acquired too medially and should be acquired more laterally. The anterior-posterior (a-p) shift, from the planning screen, is the distance between the anterior cut plane and the anterior reference point derived from the anterior cortex acquisition. If the anterior cortex line is acquired too medially, the a-p shift from the planning screen will underestimate the exit point of the anterior resection and notch the lateral ridge of the trochlea. This is because the lateral ridge of the trochlea is often times more prominent anteriorly than the shaft of the femur. It can be useful to use the pointer array to verify the position of the anterior resection plane, prior to cutting, by placing the pointer array near the anterior resection plane in order to mitigate notching. The pointer array can be used to mimic the use of an "angel wing" where the system will display the distance between the pointer array tip and the resection plane. There were no defects found with the system and software. The assignable root cause was determined to be due to improper handling, which is user error.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: b5: during subsequent follow-up with the reporter additional information was obtained. The reporter clarified that the surgeon used cemented femoral augments (posterior only) to complete the surgery.